Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The unique device identifier (UDI #) is unknown because the lot and part number were not provided date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-00780. It was reported that the patient's leads were exhibiting high impedances. As a result, the physician explanted and replaced the leads. Therapy was restored following the procedure.